Manufacturer narrative:
A lot number was not provided, therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that some time after implantation of a vena cava filter, filter migration and perforation of the ivc were discovered. Allegedly, surgical intervention was performed. The filter was successfully removed. The current status of the pt is unk.